Event description:
Customer reported that he was receiving lost sensor alarms. Troubleshooting was performed and the customer stated the communication was not established. He was advised to remove de sensor. Customer stated that the cannula was not bent but it had a little bit of blood around it and it looked shorter by about half. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor, and performed the sensor initialization test. Confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.